Event description:
Additional information was provided that this device was no longer working properly after electrocautery was applied to the patient's left ventricular (lv) lead. The device was subsequently explanted and replaced and was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure to implant a left ventricular assist device (lvad). During the procedure, the patient's lv lead was cut for unknown reasons; after which the device was not pacing and could not be interrogated. It was noted that this would be investigated further and there were no adverse patient effects.

Event description:
Additional information was provided that this device was no longer working properly after electrocautery was applied to the patient's left ventricular (lv) lead. The device was subsequently explanted and replaced and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. Visual inspection of the device header and case revealed no anomalies. An attempt to establish telemetry with the device was unsuccessful, confirming the reported clinical observations. The device case was then opened to perform detailed analysis on the hybrid circuitry. The measured battery voltage was found to be severely depleted. An external power supply was connected to the device and a higher than normal current drain was observed. Additional detailed analysis was performed to determine the cause of the high current condition. This testing isolated the high current condition to electrical over stress (eos) on one of the components within the device's integrated circuit. Information from the field reported high energy electrocautery had been applied to the lv lead. This applied electrocautery to the lv lead induced electrical overstress damage resulting in a short circuit to a power supply, which caused the high current condition that depleted the battery.